Event description:
Boston scientific received information that during the pre-discharge check, the right ventricular (rv) lead exhibited loss of capture at 7.5 volts, small r-wave amplitude and decreased sensing due to a dislodgement. A revision procedure was performed where the lead was successfully repositioned. Upon opening the pocket, a very large hematoma was observed. It was successfully drained with no complications and no sign of infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.